Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung resection, the instrument stopped working after 11 reloads. They opened another handle with the same reload used on faulty handle. There was no patient injury.